Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's programmer displays error code 2340. Error 2340 indicates corrupt ID parameters in the programs. A sjm representative met with the patient and was unable to resolve the issue. The patient is in a rehab facility and suffers from dementia. It is unknown when the patient last had therapy. Surgical intervention may be pending to address the issue.